Event description:
Event description guiant received information that this boxed implantable cardioverter defibrillator (ICD) did not conform with device labeling or expectations as the monitoring voltage was lower than box specifications.